Event description:
While doing thoracentesis, no fluid was being removed. The needle was repositioned and, while aspirating fluid, it was determined that a piece of the catheter, estimated to be one inch in length, was sheared off and remained in the pt's pleural cavity.